Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that the device failed cavity assessment. "The patient was 2 months postpartum and doctor could never pass cavity. She feels as if her cavity was still recovering and could have potentially created a perforation with the device.. Device width was 4.9. She is bringing patient back in december to try again. The doctor did not do a post hysteroscopy to confirm a perforation. She mentioned how the hand piece felt different once the array was deployed. She was assuming the different feel was the reason why it did not pass cavity assessment." No additional details available.

Manufacturer narrative:
The returned device was received and tested. The device successfully passed cavity integrity assessment (cia), and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.